Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the tip of the pta balloon allegedly moved. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure the tip of the pta balloon allegedly peeled. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. The returned device was noted to have peeled pebax at the distal end of the balloon. A leak was noted when the balloon was attempted to be inflated; the balloon fibers were stripped and a circumferential rupture was identified. Further functional testing could not be provided. Therefore, based on the returned sample, the investigation can be confirmed for a circumferential rupture and peeled pebax. The investigation is inconclusive for the unintended movement of the balloon as function testing could not be performed and no images of the procedure were provided. The definitive root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Dilatation catheter preparation: remove the balloon guard by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. The returned device was noted to have peeled pebax at the distal end of the balloon. A leak was noted when the balloon was attempted to be inflated; the balloon fibers were stripped and a circumferential rupture was identified. Further functional testing could not be provided. Therefore, based on the returned sample, the investigation can be confirmed for a circumferential rupture and peeled pebax. The investigation is inconclusive for the unintended movement of the balloon as function testing could not be performed and no images of the procedure were provided. The definitive root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. -do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Dilatation catheter preparation: - remove the balloon guard by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Use of the conquest pta dilatation catheter: - while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4).

Event description:
It was reported that during an angioplasty procedure the tip of the pta balloon allegedly peeled. There was no reported patient injury.